Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that there was a delay when logging into pyxis. The technical support specialist (tss) reviewed station login behavior and confirmed normal responsiveness. Authentication timeouts later occurred, causing logins to be verified against the local database; however, users were still able to log in with minor delays and continue medication removal. Repeated errors indicating difficulty reaching the server were observed. The hospital it and networking team investigated the station connections to the identity server and restored connectivity. During the issue, station users were able to log in while being verified against the local database. The same station, edmed1, was checked again and confirmed to no longer receive the error. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users experienced a 15 second delay when logging into pyxis, no delays were observed after login. The issue was suspected to be related to the hospital¿s local server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.